Manufacturer narrative:
There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced during withdrawal of the stent deployment system. No excessive force was applied to the device during withdrawal. Concomitant medical products: guiding catheter: launcher, balloon catheter: tazuna 2.0 x 15mm, hiryu 3.5 x 6mm. The 3.0x23mm cypher stent would not cross the target lesion and when removed from the patient it was noted that the proximal stent strut was flared. There was no injury to the patient. The information received indicated that the patient was admitted with a 99% stenosis in the proximal left anterior descending (lad) artery. The lesion was de-novo, heavily calcified and slightly tortuous. The lesion was crossed with a guidewire and pre-dilated with a 2.0 x 15mm balloon at 14atm 3 times for 20 seconds. Then a 3.0 x 23mm cypher was delivered to the target lesion, but would not cross over the distal portion of the target lesion. The cypher was retrieved from the patient to conduct additional pre-dilation, but the proximal edge of the stent was confirmed to be flared outside the patient. The physician's opinion is that the stent flared when he was pushing the cypher into the lesion. The stent delivery system (sds) was pulled back inside the guiding catheter. The instructions for use outlines that to complete the procedure, a new guidewire crossed the lesion and a new cypher of the same size was implanted at the target lesion after additional pre-dilation. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced during withdrawal of the stent deployment system. No excessive force was applied to the device during withdrawal. One non sterile cypher select + 3.00nn x 23mm was received coiled inside a plastic bag. The sds was wavy; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was mounted between marker bands in its original position. The struts at the proximal area were uplifted. Crossing profile was measured for distal and middle sections of the stent and was found within specification. Proximal area was not measure since it presented the struts uplift. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure to cross a lesion is a known procedural occurrence that is commonly related to patient anatomy, lesion characteristics, and procedural technique. The reported strut uplift was confirmed. The exact cause of the reported failures could not be determined based on the analysis. However, as reported by the physician it is likely that it occurred when pushing the device into the heavily calcified lesion. With review of the clinical information it appears that vessel and lesion characteristics are factors likely contributing to the failure of the cypher stent to cross the target lesion and the strut uplift. The instructions for use (IFU) outlines that should any resistance be felt at any time during lesion access, stop manipulating the device. The outlined withdrawal process indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. Neither the DHR review nor the product analysis suggests that the reported events are related to the manufacturing process. Controls are in place to prevent damaged stents leave the facility. Therefore, no corrective or preventive action will be taken. The product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent.

Event description:
The information received indicated that the patient was admitted with a 99% stenosis in the proximal left anterior descending (lad) artery. The lesion was de-novo, heavily calcified and slightly tortuous. The lesion was crossed with a guidewire and pre-dilated with a 2.0 x 15mm balloon at 14atm 3 times for 20 seconds. Then a 3.0 x 23mm cypher was delivered to the target lesion, but would not cross over the distal portion of the target lesion. The cypher was retrieved from the patient to conduct additional pre-dilation, but the proximal edge of the stent was confirmed to be flared outside the patient. The physician's opinion is that the stent flared when he was pushing the cypher into the lesion. The stent delivery system (sds) was pulled back inside the guiding catheter. To complete the procedure, a new guidewire crossed the lesion and a new cypher of the same size was implanted at the target lesion after additional pre-dilation. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.